Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture. The lead was found to be dislodged, so a revision procedure was scheduled. The lv lead was repositioned successfully. No additional adverse patient effects were reported.